Manufacturer narrative:
Additional information: d9, g3, h2, h3 one viewflex xtra ice catheter was received for evaluation. Visual inspection revealed a fracture in the catheter tip noted 0.5¿ proximal to the distal tip. Due to the aforementioned damage to the catheter tip, functional testing could not be performed. The root cause of the fractured tips was determined to be a design/process issue related to the protective tube diameter in the packaging tray and the lack of instructions on the IFU to remove the catheter by the user.

Event description:
During an atrial fibrillation procedure, the tip of the catheter was noted to be broken. The catheter was exchanged, and the procedure was completed with no adverse consequences to the patient.